Event description:
It was reported that biomed stated they had arctic sun device that had flow issues on the floor . They ran a calibration on it and it passed. However, when they tried running the system with pads connected, get low flow/air leak alarms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated they had arctic sun device that had flow issues on the floor. They ran a calibration on it and it passed. However, when they tried running the system with pads connected, get low flow/air leak alarms.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be "misconnection of supply and return lines". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated they had arctic sun device that had flow issues on the floor. They ran a calibration on it and it passed. However, when they tried running the system with pads connected, get low flow/air leak alarms. Per follow up information received via email on 29feb2024, it was reported that the device would go to biomed. They used another device in the department to complete the therapy and no patient impact was reported. Calibration was performed successfully on the unit and was operating properly with no further issues.